Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl instrument. The discordant ctni result was reported to the physician(s). The patient underwent an electrocardiogram, which resulted negative. The physician(s) requested a redraw of the patient. The redrawn sample was tested two times on the same system, resulting lower. The customer reran the original sample on the same system, which also resulted lower. It is unknown as to which repeat ctni result was reported to the physician(s) as the corrected result. There are no reports of patient adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site for instrument data evaluation. After data evaluation, the tas determined that the instrument required no additional troubleshooting. The siemens headquarters support center determined that the event was a single sample event. There was no indication of an instrument malfunction during the time of the event. The cause of the discordant ctni result is unknown. The customer successfully tested the original and redrawn patient sample. The instrument is performing within specifications. Further evaluation of the device is not required.